Manufacturer narrative:
Reported event: an event regarding pin dissociation of a #6 4:1 cutting block was reported. The event was confirmed. Method & results: device evaluation and results: inspection of the returned device confirmed the pin had dissociated from the device body. Additional dimensional inspection was not performed as it was confirmed the product was within scope of the associated CAPA. Medical records received and evaluation: not performed as there was no indication that patient factors contributed to the reported event. Device history review: all devices accepted into final stock conformed to specification. This review confirmed the device was manufactured prior to CAPA implementation. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation concluded that the fixation peg disassociating from the #6 4:1 cutting block was caused by a manufacturing nonconformance. As a result, nonconformance was previously raised on 01-apr-2013. It was concluded that the supplier had not performed the required press fit operation between the peg and block which led to the pin coming out of the assembly. Corrective actions were documented in CAPA. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available.

Event description:
Deputy charge nurse reported via the sales rep, that during a primary total knee replacement, when the surgeon removed the 4-in-1 cutting block, the pin became detached from the back of the cutting block and was embedded in the patient. It was further reported that the surgeon was attempting to remove the cutting block without the triathlon modular handles since these had been removed previously under a product field action. The rep has clarified that the procedure was completed successfully and the pin was removed from the patient. There was no surgical delay and no adverse consequences or requirement for further treatment.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
(B)(6) reported via the sales rep, that during a primary total knee replacement, when the surgeon removed the 4-in-1 cutting block, the pin became detached from the back of the cutting block and was embedded in the patient. It was further reported that the surgeon was attempting to remove the cutting block without the triathlon modular handles since these had been removed previously under a product field action. The rep has clarified that the procedure was completed successfully and the pin was removed from the patient. There was no surgical delay and no adverse consequences or requirement for further treatment.